Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further.

Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male of unknown age or origin. The patient was taking insulin lispro (humalog) 15 units three times daily via unspecified humapen ergo pen injector device (lot # a1317) and human insulin isophane suspension (humulin n) 20 units at night via a humapen ergo teal/clear pen injector device (lot # 40101) for an unspecified indication. On 29-jun-2007, the patient reported that the cartridge holder on the unspecified humapen ergo pen did not lock into place properly and the spring arms were broken on each side. The patient also stated, that the plunger on the humapen ergo teal/clear pen didn't' work and the engagement tabs were gone but, the spring arms were intact. The patient operated the humapens and was a trained user. The duration of use and age of the humapens was two to three years. The patient used bd ultra-fine iii mini (31 gauge; 5mm) needletips. The patient used a new needle and primed each time. The pens were stored at room temperature. The return of the humapen is anticipated. This humapen ergo teal/clear pen complaint is associated with cid00518693.